Event description:
Ivus was initially used to evaluate the lesion in the vessel. The ivus catheter was removed and intervention was done. After intervention, the ivus catheter was reinserted to evaluate the stent and flow, but there were no images coming across. Connections were checked and a double check on the home screen but still no images. A new catheter was used and worked fine.